Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a manufacturing representative. It was reported that the jolting sensation has not been completely resolved, however the patient reported they are getting less jolting sensations and the issue seems to be getting better. The physician increases the patient's voltage .5v every 2 weeks on both sides. The patient has been increased to 3v. The cause of the jolting was not determined. Palpating the device and the pocket does not elicit the sensation. The physician suspected that it is due to fluid inside the connections, as the event began some days after implant. The patient has their next follow up at the end of (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient felt a jolting sensation in the ins pocket. Impedance measurements were taken and found to be okay. No action has been taken yet to resolve the issue. No further complications were reported or anticipated.